Manufacturer narrative:
During investigation for an unrelated issue a reportable malfunction was found. The belt was unable to complete incoming testing. The cause for failure was isolated to an electrical short on the belt node pca board. The root cause of the electrical short could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.